Manufacturer narrative:
(B)(4). The device does not have been returned, therefore no product evaluation has been performed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that there is no non-conformity. If any further information is found which would change or alter any conclusions or information, a supplemental will be performed.

Event description:
It was reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and a surgical delay of 10 minutes.

Event description:
It has been reported that the liquid bags partially poured into the cement drum.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and the cannula was missed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to the available data, the root cause of the issue is manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.